Event description:
Four cases of corneal edema developed following cataract extraction in less than 1 month. After reviewing the workflow and procedures for the cataract extraction, the interdisciplinary team attributed the issue to the enzymatic detergent used to clean the intraoperative instruments.